Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 430 mg/dl. The customer was treated with bolus for high blood glucose level. Customer declined to troubleshoot for high blood glucose. Customer stated that they able to connect to the pump and the wing on the actual clip was broken. The insulin pump will not be returned for analysis.